Event description:
It was reported that, foley catheter balloon had inflation problems during use. Patient required female catheterization. Used foley catheter kit size 12 on ward, inserted without complication or pain. When balloon was inflated to tether catheter, resistance changed after 5ml and clear fluid immediately drained from catheter, suggesting burst balloon inside patient. Catheter removed, attempted to inflate balloon when outside of patient, no balloon inflation but did demonstrate leaking of fluid. Potential faulty equipment.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Correction: d, e.

Event description:
It was reported that, foley catheter balloon had inflation problems during use. Patient required female catheterization. Used foley catheter kit size 12 on ward, inserted without complication or pain. When balloon was inflated to tether catheter, resistance changed after 5ml and clear fluid immediately drained from catheter, suggesting burst balloon inside patient. Catheter removed, attempted to inflate balloon when outside of patient, no balloon inflation but did demonstrate leaking of fluid. Potential faulty equipment. Per sample evaluation notification received on 25nov2025, additional complaint needed to address the failure mode of complaint against the syringe.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (with original packaging), lubri-sil tray. Visual inspection of the sample noted using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leakage present. With the return syringe attached the balloon, only 5ml deflated within 5min. Using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leakage present. With the (in-house) syringe attached, 10ml deflated within 02min29sec. No root cause could be found because the reported event was unconfirmed. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, foley catheter balloon had inflation problems during use. Patient required female catheterization. Used foley catheter kit size 12 on ward, inserted without complication or pain. When balloon was inflated to tether catheter, resistance changed after 5ml and clear fluid immediately drained from catheter, suggesting burst balloon inside patient. Catheter removed, attempted to inflate balloon when outside of patient, no balloon inflation but did demonstrate leaking of fluid. Potential faulty equipment.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, foley catheter balloon had inflation problems during use. Patient required female catheterization. Used foley catheter kit size 12 on ward, inserted without complication or pain. When balloon was inflated to tether catheter, resistance changed after 5ml and clear fluid immediately drained from catheter, suggesting burst balloon inside patient. Catheter removed, attempted to inflate balloon when outside of patient, no balloon inflation but did demonstrate leaking of fluid. Potential faulty equipment.